Event description:
It was reported by service report that the knee section and bed was stuck in the up position. It is unk if there was pt involvement; however, no adverse consequences were reported.

Manufacturer narrative:
Main harness cable.